Manufacturer narrative:
A definitive root cause for the thunderbolt screw could not be determined. The investigator found uneven scoring on the core or saddle which could indicate that the rod was inappropriately sized and end of the rod was resting on the core. It was also found that the spherical head of the screw shank was undersized and may have contributed to the tulip disassociating from the screw shank. Finally, there have been previous investigations that have found that the set screw not being fully reduced will result in the rod slipping. It is important that the rod be fully seated in the screw tulip before final tightening.

Event description:
Scheduled revision case of a prior revision case from november. The patient was scheduled for surgery due to a screw popping out/off allowing the rod on the left side to slide down the patient's back out of the construct. Dr. Completed the exposure he saw that one of the tulip heads had completely popped off the shaft at left s1. Dr. Said it looked like the head appeared cracked. The product was removed and replaced, pending shipment back to choicespine.